Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Upon conclusion of the investigation, the cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice apd systems trainer's guide give the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:22:22. During night drain cycle five, the patient's ultrafiltration reading was 1465ml, indicating the home patient (hp) drained 1465ml more than their maximum programmed fill volume of 1400ml. No additional information is available.